Event description:
The customer called and reported that the numbers on the insulin pump were continuously scrolling, the buttons stopped working, and a button error alarm was received. The customer's blood glucose was 114 mg/dl. The insulin pump may have been exposed to moisture and was kept under customer's clothing. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm was noted. However, the act button was unresponsive due to corroded keypad traces. No display anomaly was noted. No moisture damage was noted to the electronics or motor. The insulin pum phad minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.